Manufacturer narrative:
The harmonic ace instrument has not been returned to intuitive for failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the front end of the harmonic ace instrument was fractured. After confirming with the clinical customer, the fractured part had been completely removed, and no fragment remained in the patient.